Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Ultimately, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 67-274 mg/dl.